Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parents reported via phone call indicating that patient was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was unknown mg/dl. The customer's mother found out that it was an infection that caused the hospitalization and not diabetes reasons. The customer's stated that it was patient appendix and an infection.